Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for hyperglycemia, with blood glucose over 700 mg/dl. The customer stated that he used a quick-set infusion set and last changed his infusion set on the day of the event. The customer also stated that for many years now he has inserted the infusion set in his abdomen while lying down because he has very little body fat. The proper insertion method and importance of rotating was explained to the customer. Troubleshooting was performed. The insulin pump passed the fixed prime test and the self test. Nothing further was reported.